Manufacturer narrative:
The service provider provided the investigation report on 02/09/2021. The actual device was tested. The pump passed the flow rate testing. No issues were found during the testing. The reported issue was not confirmed.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2020-00001).

Manufacturer narrative:
The actual device will be tested by the service provider. Zyno medical is waiting for the testing results from the service provider.

Event description:
On (B)(4) 2021, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor on (B)(6) 2021 and stated, "that pump 605665 was finishing infusions too fast." The device operator was a registered nurse. Medication being infused was kcl. There was a patient involved. The patient was not harmed or injured.